Event description:
Additional information received reported that the patient had good coverage as of (B)(6). No further information was reported as of the date of this report.

Event description:
It was reported that an x-ray of the patient's lead taken on (B)(6) 2012 indicated that the lead had moved. The patient was receiving stimulation in his rib cage instead of his lower back where he needed it. The patient 'scratched' his back and 'tingles' were felt. Additional information received reported that the cause of the spontaneous lead migration was unknown. It was known if abnormal impedances were present. It was noted that an x-ray taken on (B)(6) 2012 indicated lead migration. The patient met with a manufacturing representative twice and was unable to get any improvement in his stimulation. Symptoms of lead migration included both inadequate stimulation and stimulation in undesired locations. Hospitalization was not required. The patient's outcome included a non-serious injury/illness. It was noted that the patient did not have relief of pain with device. It was planned that the patient would undergo a paddle lead revision procedure by his neurosurgeon, but it was not scheduled at the time of the reported information. It was planned that the patient's physician would continue to manage the patient's physician until the surgery. If additional information is received, it will be included in a supplemental report.

Event description:
Additional information received reported that the patient's leads moved again and he was scheduled for a revision this friday. The physician might add a plate to help keep the leads in place. The patient only received about four months of use of the implant due to the issue of the leads moving. Subsequent information received reported that the patient had the entire system replaced on (B)(6) and was going to be seen for a follow-up appointment at the doctor's office on (B)(6). No patient outcome was provided. If additional information is received, a supplemental report will be provided.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: 2010 (B)(6), product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: 2010 (B)(6), product type: lead, product ID: 37752, serial#: (B)(4), product type: recharger, product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).